Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the operation, the sensor position of the foley catheter was confirmed to be misaligned and it was removed.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (3) photo samples. The first photo sample shows the overview of the catheter. The second photo shows the wire protruding on the shaft of the catheter. The third photo shows the inflation valve cap and the drainage funnel. Visual evaluation of the returned sample noted a 3-way temperature sensing catheter with sample port connector. Visual inspection noted that the temperature wire was protruding out from the catheter. This does not meet specification per (B)(4), revision 7 which states "the wire should not be kinked, knotted or broken once is inserted in the lumen". The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the operation, the sensor position of the foley catheter was confirmed to be misaligned and it was removed.